Event description:
It was reported that (1) al326 and (1) fbc04 kit was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that during the case the al326 misfired. Open another clip applier to finish the case. There was no consequence to pt.